Manufacturer narrative:
Field service engineer (fse) evaluated the ise system and identified that ise mixer paddle was not spinning. Fse replaced the ise mixer motor. Ise performance was restored and customer issue was resolved. Customer validated the system performance with passing calibrations and acceptable qc recovery. No further issues have been reported. (B)(4).

Event description:
The au680 clinical chemistry analyzer generated errant false low potassium (k) results on four patient samples. No erroneous results were reported out of the laboratory. Customer confirmed there was no report of medical intervention or change to patient treatment associated with this event. Customer stated that all calibrations were acceptable and control (qc) recovery was within facility ranges both before and after the event.